Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 3 total events were initially reported. 3 previously reported events are included in this follow-up record.   Product return status 3 devices were received.   Event confirmation status 3 reported events were confirmed; the cause traced to component failure. Evaluation results 3 devices were found to be affected by corrosion in the trigger area.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received for evaluation.   Evaluation status: 3 device evaluations are in progress. Additional information:  devices were not labeled for single-use. Devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had run-on. 3 events had no patient involvement; no patient impact.